Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip, missing o-ring (reservoir tube) and broken off end cap.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the pump was hooked to her bra and felt something was poking her skin. The customer stated that a piece from the reservoir compartment went missing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.